Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/09/2015. The intraocular lens was returned to the manufacturing site for investigation. A visual inspection was performed and the lens was identified as a tecnis multifocal acrylic 1-piece intraocular lens. A small piece of one of the haptics is still attached to the optic, confirming the lens is a 1-piece lens. The lens is damaged, most probably to make the explant possible. No further analysis was possible due to the received condition of the lens. A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed the lens was within power specification. Results of environmental control showed that there were no related non conformances within the timeframe the lens was manufactured. There were no associated nonconformity materials reports or deviations. A search on complaints revealed that no other complaints for the production order were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a tecnis multifocal zmb00 18.5 diopter intraocular lens (iol) was explanted from the patient's right eye after he complained of blurred vision. The original incision had to be enlarged to remove the iol. A vitrectomy was not required nor sutures to close the incision. A standard (monofocal) lens was placed during the same procedure.